Event description:
Kelly clamps in sterile central line kit were not closing properly, when the physician used them to apply sutures to patient. Physician used kelly clamps and half of the kelly clamp broke apart. New clamps obtained. No patient harm.